Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636h fibertak inserter broke while inserting. Significant portion broke off, >3cm. Portion had to be drilled out. Surgeon could not remove the tip of the inserter and was left in the bone. This was discovered during use in a case, delay 10 minutes. Case completed using additional anchors. Ar-3638dhc is the suspected cause of the break. The guide did not appropriately line up the anchor to the hole.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection revealed that the returned part did not have any visual issues. Functional testing was performed and did not find an issue with the shaft inserter. The most likely cause of the reported failure can be attributed to misaligned insertion, prying, or leveraging the device during insertion with the matting part.